Event description:
It was reported that approximately six years and nine months after the initial implantation, the patient underwent a revision surgery due to a fractured bearing. Attempts have been made and no further information has been provided at this time.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxford ph3 cementless fem sz s; item# 154925; lot# 6286792. Oxf uni cmntls tib sz b rm; item# 166573; lot# 6232854. G2 - foreign: event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.